Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery. Customer declined to continue for troubleshooting. Customer stated that they had dropped the insulin pump. Customer stated that automode feature was on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis while the sensor will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to out of specification force sensor zero offset. Unable to verify pump error 35 due to main download timeout/external flash crc test failed. Device was received with cracked select button keypad overlay. The p-cap locks properly into place.